Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported left side capsular contracture baker grade IV. Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, deformation and was observed after autoclave cycle: bubbles in gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.

Event description:
Healthcare provider reported left side capsular contracture baker grade IV. Device has been explanted.